Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unknown duration. The target lesion was in the upper lobe of the right lung. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, as of (B)(6) 2022 a system log review of the error logs did not find any errors that are related to the reported event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax and was hospitalized. A chest tube was placed to resolve the pneumothorax. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.